Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the left ventricular assist device (lvad) timestamps were invalid, which is indicative of the pump restarting after having been stopped. A specific cause for this finding could not be conclusively determined through this evaluation. The account reported a controller clock corrupt event. Refer to the controller investigation regarding the controller clock not being set. Additional information indicated that it was unknown if the pump stopped at the time of the clock reset, the patient did not experience symptoms at the time of the pump stop, and no treatments were performed. Review of the submitted log files confirmed that the lvad timestamps were invalid. This finding is indicative of the pump restarting after having been stopped; however, a specific cause for this finding could not be conclusively determined. The clock was set on (B)(6) 2026. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms related to the lvad. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including what to do in an emergency). Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user not to sleep on 14v li-ion batteries. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a clock reset was active and was reset in the clinic. An electrostatic discharge (esd) event was suspected to be the cause of the event. The periodic and event log files confirm controller clock corrupt events indicating a pump stop. With a primary controller the common cause of this is patients sleeping on battery power and allowing the 14-volt batteries and the emergency backup battery (ebb) to completely drain. With the backup controller the most common way we see this occur is patients forgetting to charge the ebb periodically thus allowing it to drain completely. Esds would not cause the controller to reset but would cause the pump to reset. The periodic and event log files confirmed the patient sleeping on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.